Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient went to hook the red line of the cassette to the solution bag and noticed it would not tighten. This occurred during set up of peritoneal dialysis therapy. The patient was not connected. Renal therapy services assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.